Event description:
It was reported to boston scientific corporation that a refurbished prolieve thermodilatation system was discovered to have an out-of-box failure. The sales representative attempted to run the system for the first time and it repeatedly failed the thermocouple heat and rf start-up diagnostics tests. The thermocouple test failed despite the system being warmed up for over 45 minutes, and the rf test failed despite key turns. There was no patient involvement in this event.

Manufacturer narrative:
The device has not been returned, therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.